Manufacturer narrative:
Date rec'd by MFR: 28may2019. Date of report: 03jun2019. A visual inspection of the touchscreen assembly revealed no damage or contamination. During testing of the resistance (ul_lr and ur_ll) was determined to be out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved.

Event description:
It was reported that the touchscreen on the unit failed calibration with a "bad touch" error. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The event date was not specified; estimate used.